Event description:
Customer was called and reported the insulin pump had alarmed with no delivery. Customer's blood glucose was 37 mmol/l, and she went to the local emergency room. At time of admission, customer was using the insulin pump. Customer was released from the hospital on the date of this report. It was stated the insulin pump was functioning correctly. The customer did not have a tubing clamp with which to perform a high pressure test and it was advised one would be sent to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.